Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "keytruda" leaked from between the bd phaseal¿ injector luer lock n35j protector and vial, and onto the health care professional's glove during use. The following information was provided by the initial reporter, translated from japanese to english: "when drawing about 3cc of keytruda, hcp confirmed leakage on the glove. It may leaked from between the protector and the vial."

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. The product was visually inspected, no damage was observed on the injector membrane, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. A device history review was performed for lot 1905104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of lot 1905104 were used for additional evaluation. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, liquid moved through the system without issue and no leakage between the injector and connection was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Testing was reviewed for injector lot 1905104, all results were found to be within specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that "keytruda" leaked from between the bd phaseal¿ injector luer lock n35j protector and vial, and onto the health care professional's glove during use. The following information was provided by the initial reporter, translated from japanese to english: "when drawing about 3cc of keytruda, hcp confirmed leakage on the glove. It may leaked from between the protector and the vial."